Manufacturer narrative:
Investigation summary an internal complaint ((B)(4)) was received reporting that a foley catheter with a temperature sensor ((B)(4)) failed during use. The customer reported the temperature portion of the device did not provide an accurate reading. This report is one of seven total filed by the reporting customer in reference to the finished good number. According to the initial complaint report, these incidents occurred over a period of several months, and the customer chose to file them at one time in a batch. No lot numbers were provided, and a sample was available for only one of the seven reported incidents. For this incident, neither a lot number nor defective sample was available. A shipping inquiry by box identification showed that four cases of finished good (B)(4) were ordered by the reporting customer in 2013 and shipped on july 11, 2013. The lot number shipped to the customer was 32608900, which was manufactured july 2, 2013. Review of this work order shows no discrepancies that would have contributed to the reported issue. The finished good assembly consists of the following raw materials that are assembled as detailed below: raw material part number (B)(4) (foley catheter wire supplied by (B)(4)) is received at the manufacturing plant. After receiving, a connector is molded to the wire set and a continuity test is conducted to ensure the thermistor chip has not had any affectation. The raw material is converted to part number (B)(4) (molded foley catheter wire set) and shipped to (B)(4). Once (B)(4) has received the product, the part is converted into part number (B)(4) (foley catheter 8 fr) and shipped to the plant in (B)(4) for packaging. It is here the part number is converted to the finished good part number of (B)(4). The two most recent work orders for raw material part 74-12088cr were reviewed and no rejects were reported during the manufacturing process. Because the raw material wire is supplied by (B)(4), a supplier corrective action request (scar) was issued to the vendor on august 29, 2016. The investigation is ongoing at this time. When new and critical information is received, this report will be updated.

Event description:
The patient's temperature was being monitored via a foley catheter with a temperature sensor. The device measured the patient's temperature at 36.0 c. However, the nurse felt the patient's skin and found it to be very warm. The patient's rectal temperature was taken and measured at 38.1 c.

Manufacturer narrative:
Root cause: the raw material wire is supplied by (B)(4), and therefore, a supplier corrective action request (scar) was issued to (B)(4). In scar response, (B)(4) stated a proper investigation could not be performed because samples were not returned for evaluation and batch numbers were unknown. As part of the manufacturing process, catheters are 100 percent tested for temperature reading accuracy. Corrective action: in its scar response, (B)(4) indicated a corrective action has not been taken. Investigation summary: an internal complaint ((B)(4)) was received reporting that a foley catheter with a temperature sensor (81-080408) failed during use. The customer reported the temperature portion of the device did not provide an accurate reading. This report is one of seven total filed by the reporting customer in reference to the finished good number. According to the initial complaint report, these incidents occurred over a period of several months, and the customer chose to file them at one time in a batch. No lot numbers were provided, and a sample was available for only one of the seven reported incidents. For this incident, neither a lot number nor defective sample was available. A shipping inquiry by box identification showed that four cases of finished good 81-080408 were ordered by the reporting customer in 2013 and shipped on july 11, 2013. The lot number shipped to the customer was 32608900, which was manufactured july 2, 2013. Review of this work order shows no discrepancies that would have contributed to the reported issue. The finished good assembly consists of the following raw materials that are assembled as detailed below: raw material part number 74-12088w (foley catheter wire supplied by (B)(4)) is received at the manufacturing plant. After receiving, a connector is molded to the wire set and a continuity test is conducted to ensure the thermistor chip has not had any affectation. The raw material is converted to part number 74-12088cr (molded foley catheter wire set) and shipped to (B)(4). Once (B)(4) has received the product, the part is converted into part number 74-12089 (foley catheter 8 fr) and shipped to the plant in (B)(4) for packaging. It is here the part number is converted to the finished good part number of 81-080408. The two most recent work orders for raw material part 74-12088cr were reviewed and no rejects were reported during the manufacturing process. The last shipment of raw material 74-12088cr was sent to (B)(4) in 2014. Because the raw material wire is supplied by (B)(4), a supplier corrective action request (scar) was issued to the vendor on august 29, 2016, and a due date of october 12, 2016, was assigned. A response was not received on this date. A corrective and preventive action point was opened and assigned to deroyal supply chain management to assist in obtaining a response from (B)(4). A scar response was received december 2, 2016. The failure mode and effects analysis (fmea) was reviewed and it was determined no updates are needed at this time. Preventive action: in its scar response, (B)(4) indicated a preventive action has not been taken at this time. The investigation is complete at this time. If new and critical information is received, this report will be updated.

Event description:
The patient's temperature was being monitored via a foley catheter with a temperature sensor. The device measured the patient's temperature at 36.0 c. However, the nurse felt the patient's skin and found it to be very warm. The patient's rectal temperature was taken and measured at 38.1 c.